Event description:
Healthcare professional reported capsular contracture grade I / ii.

Manufacturer narrative:
Device evaluation: "the device related to the reported events of deflation and capsular contracture was received on may 10, 2021 with lot number 1712786. Analysis of the returned device identified: white particles in the shell, wear abrasion and delamination on valve. Leak test and microscopic analysis were performed which identified, total delamination on the valve. Based on the device analysis the final assessment is: a total delamination of the valve (adhesive failure)."

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation and tight capsular contracture (baker grade unknown) discovered during explant surgery. The device remains implanted.